Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2000mcg/ml, 718.8mcg/day) via an implantable infusion pump. Other medications the patient was taking at the time of the event were not available to the reporter. The patient's medical history included cerebral palsy. Indications for use included intractable spasticity and cerebral palsy. It was reported that the patient had a new pump placed on (B)(6) 2016 due to normal elective replacement indicator (eri), and needed to upsize to a 40 ml pump. The catheter flowed well before and after disconnection and connection to the new pump. The patient never came back to baseline post-operatively. She experienced spasticity, tachycardia, and by (B)(6) 2016 she began to spike a temperature. Regarding what led to the event, it was noted as the replacement surgery. The patient underwent a dye study which did not indicate any catheter dysfunction. The pump logs were pulled and did not show any abnormalities. The lot number of the gablofen was checked with the pharmacy to confirm the concentration. The lot number was not provided to the reporter. Post-operative programming parameters were checked. Boluses were delivered without response. No additional interventions were completed, and none were planned at that time. The issue was not resolved at that time. The patient status at that time was ¿alive with injury,¿ ast he patient had continued symptoms of withdrawal requiring continued hospitalization for medical management. The patient underwent an indium study on (B)(6) 2016, and when it was read on (B)(6) 2016, it appeared that no indium had left the reservoir. The surgeon scheduled the patient for replacement surgery on (B)(6) 2016 due to an ¿apparent pump failure.¿ when the pump was explanted, it was tested on the back table by programming a 500 mcg single bolus over 16 minutes. It did dispense drug immediately upon initiation of bolus programming, and delivered it for sixteen minutes as evidenced by liquid coming out of the catheter port. The intrathecal catheter was tested intra-operatively, and again appeared to be flowing without restriction. A sampling from the drug reservoir was sent by the hospital for analysis. On (B)(6) 2016, per the neurosurgeon,the patient's symptoms had not resolved as of three days post-operatively. The surgeon took her back to the operating room on (B)(6) 2016. She said there was a bit a clear fluid in pocket upon opening. In retrospect, the residents agreed there was some clear fluid upon opening pocket during prior pump change on (B)(6) 2016, but it had been determined to be a normal post-operative occurrence. The surgeon again inspected the proximal catheter. She saw a small ¿nick¿ or ¿indentation¿ just beyond the clear boot of the connection to the spinal segment, but did not see any droplets of drug to indicate a leakage. She attempted to do a pressure test by clamping just beyond that "nick," and by injecting through the side port of the pump into the connected catheter. Upon injection, the surgeon reported that the sutureless connector came apart at the junction of the bulbar pump connector and the straight catheter piece where it tapered off that bulbar connector. The surgeon replaced this piece with a new 8578 sutureless connector. In speaking with the physician, the patient issues had resolved; the spasticity was con trolled; and the dose was lower than the original pre-operative dose.

Manufacturer narrative:
Analysis of the catheter (s/n: (B)(4)) found no significant anomaly. Conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.